Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was very hard to depress. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate pump for insulin therapy.